Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic console vacuum for oil removal was poor (viscous fluid control pak issues. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic console vacuum for oil removal was poor (viscous fluid control pak issues. Additional information has been requested.

Manufacturer narrative:
The company representative was able to resolve the issue with the customer remotely. Therefore, based upon the information obtained, the root cause of the reported event cannot be determine conclusively. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints reported for the product lot/batch/serial under investigation. Based upon the information obtained, the root cause of the reported event cannot be determine conclusively manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).